Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer¿s parent reported not have an endocrinologist and has been seeing a general practitioner that does not support the insulin pump. The customer had no symptoms. The customer treated for the high blood glucose level with manual injection. The customer¿s current blood glucose level was 376 mg/dl. The customer did not complete troubleshooting. The insulin pump will not be returned for analysis.